Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49348. It was reported the patient was not receiving effective stimulation. Reprogramming was initially able to address the issue. X-rays were taken and confirmed lead migration. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicates the surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.